Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that the pumping segment ballooned while in use on a pt on the 6th floor. No pt harm or medical intervention was reported. No further pt/event information was provided.